Event description:
A caller reported an issue with a cgm error 42. The patient reset their pump independently, which allowed them to reconnect the cgm and continue insulin therapy without further problems. No adverse impact on the customer¿s blood glucose level was reported, and the caller successfully initiated a new sensor session, resolving the issue.